Event description:
It was reported that an omniwire was used in a therapeutic coronary procedure, in a severely tortuous and slightly calcified lad. After the omniwire was delivered to the lesion, a dissection was noted in the mid lad. However, a stent was used successfully to treat the dissection. This adverse event is being submitted because a dissection occurred, requiring additional intervention. There was no alleged malfunction with the omniwire.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a3b: date of birth and gender not available from facility. Block c: not applicable for this device. Block d4: serial # not available from facility. Blocks d6 & d7: not applicable for this device. Block g2: study name: define gps. Block h3: the omniwire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Block h6: per the IFU, dissection is listed as a possible adverse effect of the procedure. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.